Event description:
A customer contacted beckman coulter inc. (Bec) reporting that a leak was observed from the flow cell after the carbon dioxide (co2) measuring electrode was replaced. Customer technical support (cts) determined that the customer had not put a membrane on the co2 electrode prior to installing the electrode; customer was not aware that a membrane was required on the co2 electrode and only installed a retainer and quadring on the electrode. No injury or operator exposure was reported for this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2011 and replaced the co2 membrane, quad rings, and electrode. Ise was calibrated with satisfactory results. Repairs were verified per established procedures prior to returning it into service. (B)(4).